Event description:
Additional information was received which revealed that provocation testing was performed but the noise was not reproducible. The patient was registered for home monitoring system and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing episodes due to noise were noted. Isometric testing was performed but the noise was not reproducible. Further review suggested there may be a connection issue between the lead and the device and provocation testing was suggested. The patient was in stable condition. Related manufacturer report number: 2938836-2017-23621.